Manufacturer narrative:
One customer sample was received for evaluation. The customer sample was evaluated for the presence of foreign matter, and excess lubricant was observed on the cannula. A review of the device history record was completed for the incident lot number and based on this review, there were no related quality notifications and all inspections were in compliance with requirements.based on the investigation, the customer¿s indicated failure mode for foreign matter on the cannula was observed by bd pas during evaluation. Based on the investigation, the root cause / potential root cause for the foreign matter on the cannula was determined to be IV lubricant becoming too viscous over time, leaving excess lube on the cannula, which then forms into an oval deposit. (B)(4).

Event description:
It was reported, the the 22 g x 1.5 in. Bd vacutainer® precisionglide¿ needlehad foreign matter on the needle shaft. Found before use. No serious injury or medical intervention noted.